Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the gastro-esophageal junction during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, it was noticed that upon inflation, the balloon did not visually inflate. The customer reported the inflation syringe was tested multiple times and a pinhole leak was noted. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.